Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a non-responsive keypad. The customer stated that she received a failed battery alarm, changed her battery, and then the keypad stopped responding. The customer's blood glucose level was 217 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. Unable to verify failed battery test alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.